Event description:
It was initially reported by the physician that the patient was being referred for a revision surgery. Patient showed high lead impedance on diagnostics test. X-rays were being ordered for review. No additional information was given. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.